Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The technical support team arranged to replace the pump and assisted with related procedures, including confirming the shipping address and advising the caller on steps to take upon receiving the replacement. The caller was instructed to return the problematic pump using a pre-paid label within 10 days, and technical support also completed an online form acknowledgment for a field correction notice on behalf of the customer.